Event description:
It was reported that the insulin pump has a frozen display. The blood glucose reading is 221 mg/dl. The time display was monitored and the minutes do not change. Customer stated that the buttons do not respond. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to a flattended dome switch. No frozen display, unexpected alarm or unexpected restart observed. A scratched display window, cracked battery tube threads and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.